Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The patient attended the ICU and underwent a debridement process due to infection after a competitor npwt device was place. Currently we have no indication that our device has cause any injury or adverse event. If further details are provided confirming the occurrence of a reportable event involving a smith and nephew device, our files will be updated accordingly and a further report will be submitted outlining both the event details and our investigations performed.

Event description:
It was reported that after a hysterectomy, the patient underwent wound care with a npwt competitor's device for 3 weeks. Unfortunately, the wound became infected and the patient experienced severe wound and sheath necrosis and sepsis. On (B)(6) 2024, she started to be seen by a doctor and was taken four times to theatre for wound debridement and relooks. The wound was left open for free drainage. The doctor requested npwt to aid with wound closure and infection control. The debridement site was covered with a renasys touch vacuum dressing. The patient was discharged with a vacuum dressing for home base wound care and a pnp was in charge of her treatment. As per patient description, a mess was created due to the use of the device and the skills of the healthcare professional in charge of her treatment. It is unknown if/how the device failed and how was the treatment continued. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a gynae surgery for ovarian malignancy, the patient experienced severe wound and sheath necrosis and sepsis. On (B)(6) 2024, she started to be seen by a doctor and was taken four times to theatre for wound debridements and relooks. The debridement site was covered with an unknown renasys vacuum dressing. The patient was discharged with a vacuum dressing for home base wound care and a pnp was in charge of her treatment. As per patient description, a mess was created due to the use of the device and the skills of the healthcare professional in charge of her treatment. At some point the patient was brought to the ICU. It is unknown if/how the device failed and how was the treatment continued. Current health status of patient is unknown.